Event description:
It was reported that the customer was hospitalized, and the doctor is not releasing the customer until they receive a replacement of the insulin pump. It was stated that the insulin pump had issues with the buttons. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.